Manufacturer narrative:
On 14-apr-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient experienced a rupture on the breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the breast implant had an area of delamination at the union between the patch and shell, causing gel leakage. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although potential causes of patch delamination are unknown, stresses and forces on the implant in-vivo or exposure to betadine at insertion could result in delamination and ruptures. Per the current product insert data sheet (pids), rupture is a known complication associated with these devices and can occur at any time during or after implantation. A second product was received with lot number 5859375. No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant exchange. Right breast prosthesis rupture discovered during surgery. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation procedure with a mentor memorygel breast implant 500cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s right breast prosthesis and severe bleeding were observed during a bilateral explantation and replacement procedure on (B)(6) 2021. The patient¿s explanted breast prostheses were replaced with mentor memorygel breast implant 500cc gel breast prostheses.